Event description:
(B)(4) (our importer) received a call reporting a medical intervention that occurred in 2015. Patient (B)(6) stated that her prodigy meter was giving her varying results of 100mg/dl, 283mg/dl, 580mg/dl, and 50mg/dl. Patient then called paramedics. Patient arrive at the hospital and her blood glucose was tested every hour with the hospital's meter. Patient also tested using the prodigy meter. Patient stated that there was a 200 point difference between the hospital's meter and the prodigy meter. Patient was also told that the prodigy meter was not working properly. Follow-up attempts to contact patient to collect the suspect device and additional information to complete this report failed due to patient's phone being disconnected.